Event description:
Wife had strata implanted in 2003. Valve was set to pl 2.5. Patient did well for 4 years or more. The patient started having walking difficulties recently and is being treated by another doctor. Valve has been at every pl setting and none seem to make any difference in terms of gait. They are seeing the neurosurgeon next week. Surgeon may remove device, as there is some question as to whether it is functioning or not.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records were not possible as no lot number was provided.